Event description:
Pump declared alarm 20 during pumping, but there was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. Customer attempted to load a new cartridge with assistance from technical support, but the alarm recurred, preventing successful insulin therapy resumption. Consequently, technical support decided to replace the pump, and a replacement pump was provided to the customer to ensure uninterrupted insulin delivery.